Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing were noted via merlin.net transmission. Oversensing was caused by capacitor integrity check during maintenance. It does not affect the device function. Manual capacitor maintenance was suggested. Temporarily disabling hv therapy should be also considered. No further information is available at this time.